Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture due to customer being in a rain storm. Customer reported that as a result, display screen went blank. Customer's blood glucose was 14 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. The insulin pump had broken battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked case at display window corner, cracked lcd window and minor scratched lcd window.